Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at her scs ipg pocket site regardless of stimulation as a result of "sitting on the scs ipg". Subsequently, the patient underwent surgical intervention on (B)(6) 2016 during which the pocket site was relocated which resolved the issue.